Event description:
A malfunction alarm was reported by the caller regarding a pump issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as backup insulin therapy.